Event description:
During a liver resection, the nozzles were overheating and falling out. At least one fell into the pt. Four total were used and three fell out. No injury was reported, however, the possiblity existed.